Manufacturer narrative:
The referenced uhi-4 was returned to olympus medical systems corp.(omsc) for evaluation. Omsc evaluated the uhi-4 and found that there was no abnormality and irregularity and could not confirm the user¿s report. However the uhi-4 recorded the error log which indicated the abnormality of the hydraulic line pressure sensor. The exact cause of this phenomenon could not be conclusively determined; however, there was the possibility of the error log was attributed to the inappropriate handling by the user, such as the ingress of the liquid and/or foreign particle into the uhi-4, or the usage environment of the facility, such as the temporary malfunction due to the noise and/or static electricity. Consequently there was the possibility the error caused that the uhi-4 could not operate correctly. Olympus stated the appropriate handling of uhi-4 and the counter measures against abnormalities in the instruction manual of uhi-4. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the total laparoscopic hysterectomy, the co2 cylinder became empty, the facility exchanged the co2 cylinder to new one. Then the facility restarted the uhi-4, however the uhi-4 could not operate properly with the alarm from the uhi-4 and no display on the front panel of the uhi-4. The facility changed the uhi-4 to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".